Event description:
Asku

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4): analysis of the device revealed normal battery depletion.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the patient collapsed and the patient device exhibited no pacing. The physiologist subsequently checked the device and everything appeared to be normal (sensing, thresholds, pacing, battery). The lead was electively replaced incase of an integrity issue. The device was electively replaced. No further patient complications have been reported as a result of this event.